Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of an unspecified solution. After unspecified length of time in use, it was reported that the tubing set disconnected from the extension set. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.